Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed service and observed that the mtm values dropped slightly when matching grip. A gravity compensation calibration was performed, and the calibration data was applied to the flash data. After the calibration data was written to flash, the issue was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, the master tool manipulators (mtms) dropped slightly. A training specialist observed the behavior, and remote training continued. No technical support engineer (tse) troubleshooting steps were documented prior to requesting field support to check the reported issue, and no error logs were available. There was no report of patient involvement.